Manufacturer narrative:
No material was received form the customer, further investigation was not possible. A routine retention testing process tests strips that have been released are tested every three months in comparison with the master lot coaguchek xs pt. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. The obtained results showed a maximum difference of 0.2 inr between retention samples and masterlot for inr values = 2.0 inr, and 10% for inr values = 2.0 inr. No error messages occurred. Retention samples were inconspicuous and retention material complied with specification.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter was 2.2 inr and the result from a laboratory using a cs5100 was 5.1 inr. It was unclear if the reagent used by the laboratory was dade innovin. Clarification was requested but was not provided. The patient was dosed based on the meter result, but the dosage was changed when the laboratory result was received. There was no allegation of an adverse event. Bother tests were performed within 20 minutes. The patient's therapeutic range was 2-3 inr. Quality control had passed on the meter.